Event description:
This is a report from global pharmacovigilance and is a spontaneous report by a nurse in the USA of a breach in aseptic technique and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, the patient had a breach in aseptic technique described as patient made mistake/touch contamination. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. The nurse reported the cause of the peritonitis was patient made mistake/touch contamination. The patient has recovered and remains on pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.